Event description:
It was reported that a new ilet user experienced hyperglycemia at 354 mg/dl after a supply change and expressed concern that the pump¿s frequent screen locking might prevent insulin delivery, despite confirming the pump was connected and insulin was available. Customer care provided support that included troubleshooting and education that corrective insulin dosing occurs even when the screen is locked. Investigation of this case revealed no device alarms or interruptions in insulin availability, and user misunderstanding of the screen lock behavior was addressed. No clinical symptoms associated with hyperglycemia reported. Outcomes included no reported hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.